Event description:
The cell-dyn 4000 analyzer incorrectly read a barcode. The barcode ID# 10054896 was read as 10004846. The account reran the same sample on the cell-dyn 3200 analyzer and it read correctly. The sample was repeated on the cell-dyn 4000 and it read incorrectly again as 10004846. The account stated that the ID was assigned to an incorrect pt that did not have any hematology tests ordered. No incorrect results were reported and there was no impact to pt management.